Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip, distal tip damaged, illumination distal tip fiber damaged, particulate, optics particulate under distal lens. Particulate in system, optical system, optical components. Distal cover glass/negative damaged scratches/residue/cracked, cosmetic issue scratches/dents. Labeling : illegible etch, visual : deformed/bent, visual : scratched/nicked, broken (2+ pieces) : device fractured. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: upon further investigation the investigation summary has been updated. Updated investigation summary according to the information received, it was reported that scope has a dark shadow; camera showing no image, just color bars on the screen. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip distal tip damaged, illumination, distal tip fiber damaged particulate, optics, particulate under distal lens particulate in system , optical system, optical components distal cover glass/negative damaged scratches/residue/cracked cosmetic issue scratches/dents labeling : illegible etch, visual : deformed/bent, visual : scratched/nicked, broken (2+ pieces) : device fractured per service report, this complaint was confirmed. The label, tube, housing and optical were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11; the investigation summary has been updated with additional failure information. Updated investigation summary the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip, distal tip damaged, illumination distal tip fiber damaged, particulate, optics particulate under distal lens particulate in system, optical system, optical components distal cover glass/negative damaged scratches/residue/cracked, cosmetic issue scratches/dents labeling : illegible etch::label//visual : deformed/bent::tube//visual : scratched/nicked::housing//broken (2+ pieces) : device fractured::optical per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the 4k c-mnt scp,4.0,30,167,mitek scope device had a dark shadow, and the camera head ac - c-mount camera was showing no image, just color bars on the screen. There were no adverse consequences to the patient or surgical delay. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. D10. Concomitant med products and therapy dates: camera head ac - c-mount (04dec2024). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.